Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the external device indicated early replacement indicator. . Ipg assessment indicated that it was depleted prematurely. Troubleshooting was attempted and the ipg was optimized to provide therapy.